Event description:
It was observed during device evaluation, that the rigid optical laparoscope had a chipped distal objective lens. There were no reports of patient involvement..

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.